Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The reaction curve showed strange peaks which could have been caused by an unknown liquid leaking into the reaction cell. The field service representative checked analyzer and found the gear pump pressure was too low and a partially clogged tubing of the reaction cell rinse station. The partially blocked reaction cell rinse station caused a leakage into the reaction cell, diluting the sample result. The tubing had been contaminated. It is unknown where the contamination came from. The field service representative cleaned the tubing and adjusted the gear pump pressure, which seemed to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine results for 1 patient sample on a cobas 8000 c 701 module. The initial result was 41 mol/l. The repeated result was 230 mol/l. The sample was repeated on "cobas 2" and the result was 235 mol/l. It is unknown if the results were reported outside of the laboratory. The reagent lot number was 536639. The expiration date was requested but not provided.